Event description:
Adverse event(s): patient impact unknown (no known impact or consequence to patient). Product problem(s): "cutter was running too fast" (device operates differently than expected). A nurse reported during a vitrectomy, the cutter seemed to be too fast. Dr was unsure whether it was due to the setting or the cutter. The doctor stopped short of removing all the vitreous, leaving some material behind. The nurse was unsure if the patient would need additional surgery on that eye. The patient did not sustain a retinal tear or detachment. The system has been removed from use until it can be serviced. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).